Event description:
The info available states that the system doesn't work and that troubleshooting revealed damage to the power supply board. The ventilator was not connected to a pt at the time.

Manufacturer narrative:
Maquet, inc. Submits this report on behalf of the device manufacturing facility maquet critical care ab. Maquet critical care ab provides product failure investigation, analysis and resolution for the device described in this report.